Event description:
It was reported that insulin gauge was inaccurate, prompting the customer to replace cartridge despite it still containing enough insulin. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.